Event description:
It was reported that patient faced infusion set fell off event on 27-nov-2024 due to which the patient faced hyperglycemia event. The blood glucose level was 241 mg/dl at the time of the event and got treated by eating something.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.